Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the presence of a lead removal wire prevented electrical continuity testing. Visual continuity inspection was performed for entire conductor length using destructive testing. Concomitant medical products: unknown model competitor ipg; implant: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being explanted with no information provided with the return. Follow-up revealed that this implantable pacing lead along with the competitive implantable pulse generator (ipg) and lead were removed due to pocket infection with erosion. The patient currently does not have pacemaker system implanted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.